Event description:
It was reported that the patient underwent a cesarean section on (B)(6) 2014 and suture was used. During the procedure when the package was opened the suture was separated from the needle. The procedure was completed with same like device. There are no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.